Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead was dislodged during an unrelated procedure and pinned against the device by a stent in the pulmonary artery. Fracture was also noted on the lead. The helix could not be retracted while explanting the lead. The x-ray was done to confirm the fracture and dislodgement. The lead was capped and replaced on (B)(6) 2020. The patient was stable.